Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2-1.5% ultrabag therapy and dianeal pd2-2.5% ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis which did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin 1gm, loading dose, ip; tobramycin 40mg, loading dose, ip; and tazomec 2.5gm, twice daily, continuing, intravenously. At the time of this report, the antibiotic therapy and dianeal pd2 were ongoing. The cause of the peritonitis was reported as unknown. The outcome of the peritonitis was reported as resolving. The nurse reported the event of peritonitis was not related to the dianeal pd2 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.